Event description:
A (B)(6) old male patient contacted zoll lifecor customer support to report that he was receiving adjust belt alarms. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon receipt, the trunk cable was partially pulled out of the distribution node. The root cause of the pulled cable was likely a result of excessive force. Once the trunk cable was replaced, the belt was fully functional. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.